Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the customer performed a reset on their own.